Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy ev300 device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed final test, active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy ev300 device has been evaluated by manufacturer's service center, and upon initial inspection of device, device failed active exhalation verification. The device's proportional valve & 3 way solenoid valve were replaced to address the issue. The technician performed final test. Device passed all tests and returned to service.